Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error related to failure of the oxygen blender pca were observed. The device's oxygen blender pca was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly